Manufacturer narrative:
The device was not returned for evaluation. Therefore, the investigation is inconclusive for the alleged dislodgment, aspiration, infusion, guidewire fit, and catheter kink. The root cause could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unk chronic catheter, a chronic catheter, was allegedly unable to aspirate, unable to infuse, dislodged, kinked, and had an improper guidewire fit with the catheter. This information was received from one source. This malfunction involved a patient with no consequences, the patient's age, weight, and gender were not provided.

Event description:
This report summarizes 59 malfunctions. A review of the reported information indicates that model unk chronic catheter, a chronic catheter, was allegedly unable to aspirate, unable to infuse, dislodged, kinked, and had an improper guidewire fit with the catheter. This information was received from one source. The malfunctions involved patients with no reported consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the devices were not provided, a manufacturing review could not be performed. The devices were not returned for evaluation. Therefore, the investigation is inconclusive for the alleged dislodgment, aspiration, infusion, guidewire fit, and catheter kink. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Liam vierboom, alexandre darani, catherine langusch, svs soundappan, jonathan karpelowsky (2018). Tunnelled central venous access devices in small children: a comparison of open vs. Ultrasound-guided percutaneous insertion in children weighing ten kilograms or less. Journal of pediatric surgery, 53(9):1832-1838. Doi: (B)(4). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.